Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to other non product experience. Moreover, the patient had twiddler's syndrome and flipped the device multiple times that the lead got pulled back and dislodged. No additional adverse patient effects were reported.